Event description:
During use the surgeon thought there was something wrong with the probe and when he removed it from the body cavity, the tip broke off. A second handpiece was used and the procedure continued without further incident. No more info has been obtained.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval confirmed that the probe of second device broke down at 8mm from the distal end. There was a contact mark of the probe and jaw where the probe was broken off. The shape of the fracture surface showed that the fracture developed from the contact mark as the starting point. The ptfe pad was unevenly worn. The mfg history was reviewed, with no irregularities noted. Based on the analysis result above and past similar cases with the same model, it is highly likely that since the device was grasping a thick and hard tissue and activated while twisting, the ptfe pad was unevenly worn and the probe and jaw came into contact with each other. "That caused the device a scratch occurred." After that, since the physician continued to use the device, the crack occurred. The physician observed some irregularity, such as an abnormal noise or error display, and withdrew the subject device as directed. Consequently, during cleaning/checking the device outside the pt body, the probe broke due to the stress by touching physically. Even when falling off outside the pt body recurs, it would never lead to falling off inside the pt body. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.